Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where seven bursts of anti-tachycardia pacing (atp) and four shocks were delivered. Therapy was appropriate, and the rhythm converted with the fourth shock. This ICD remains in service. Technical services (ts) discussed troubleshooting options and possible next steps. No adverse patient effects were reported. Additional information was noted upon electrogram (egm) review indicating that rhythm acceleration occurred after one of the rounds of anti-tachycardia pacing (atp) was delivered. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: added device code a0713/defibrillation/stimulation problem.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: added device code a0713/defibrillation/stimulation problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where seven bursts of anti-tachycardia pacing (atp) and four shocks were delivered. Therapy was appropriate, and the rhythm converted with the fourth shock. Additional information was noted upon electrogram (egm) review indicating that rhythm acceleration occurred after one of the rounds of anti-tachycardia pacing (atp) was delivered. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where seven bursts of anti-tachycardia pacing (atp) and four shocks were delivered. Therapy was appropriate, and the rhythm converted with the fourth shock. This ICD remains in service. Technical services (ts) discussed troubleshooting options and possible next steps. No adverse patient effects were reported. Additional information was noted upon electrogram (egm) review indicating that rhythm acceleration occurred after one of the rounds of anti-tachycardia pacing (atp) was delivered. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where seven bursts of anti-tachycardia pacing (atp) and four shocks were delivered. Therapy was appropriate, and the rhythm converted with the fourth shock. This ICD remains in service. Technical services (ts) discussed troubleshooting options and possible next steps. No adverse patient effects were reported.